Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 via social media that on (B)(6) 2017, the patient experienced an adverse event. Date of issue is an approximation. It was reported that the patient required a trip to the emergency room (ER) which resulted in admittance to the intensive care unit (ICU) for two and a half days. There was no alleged device malfunction, as it was indicated that the patient was not using the device at the time of the event. It was stated that due to the event, it was desired that the patient get back on the dexcom system. No additional event or patient information is available.